Manufacturer narrative:
The device was received on february 18, 2020. The investigation and test results are pending.

Event description:
The customer reported a sapphire h100 infusion pump and sapphire administration set that the pump did not alarm for air in line and the air passed to the patient. It was reported after delivering blood, the nurse programmed the cleaning serum to a rate of 200ml/h, vtbi 100 ml, time 30 minutes and went out of the room. There was less than 100ml in the bag. The pump alarmed an unspecified alarm, and the nurse went back into the room noticing the set was completely primed with air. The nurse reported the pump didn't stop because it was making the functioning noise and does not remember the displayed alarm message. The nurse stopped the pump and disconnected it from the patient. A doctor went to visit the patient and to check her status and the patient was fine. The pump was at a height of approximately 1.20m, the bag at approximately 1.70m, and the patient was in bed. There was no harm, no need for medical intervention, and no delay in critical therapy.

Manufacturer narrative:
H10: one (1) new list# 163479255, sapphire y-type blood set, 200. Lot# 905985h was received for investigation. The complaint of over delivery and air in line could not be confirmed on the new device. The returned set was air leak tested per product specification there were no leaks anywhere along the fluid path. Then the set was run through a test infusion similar to the conditions of the complaint. Rate: 200 ml / h, vtbi: 100 ml, time:30 minutes with the bad at approx. 1.70 m and the pump at approx. 1.20 m. The water that was infused was collected in a graduated cylinder to measure the accuracy of the delivery. 100 ml was collected in the graduated cylinder, there was no occurrence of over delivery. No air in line alarms were generated. There were no air bubbles found within the line during infusion. After the completed bag had been emptied and the air reached the pump the infusions paused, an air in line alarm was generated and no air bubbles were infused down line.the returned sapphire y-type blood set met product specification. A batch record review was performed to lot# 905985h, list# 16347-9255 and no discrepancies that may have contributed to a complaint of this nature were found.